Event description:
The biomedical engineer (bme) reported that the audio cable for the central nurse's station (cns) was broken, and they needed to order a replacement. They were not getting any audible alarms as the audio cable was broken. No patient harm reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the audio cable for the central nurse's station (cns) was broken, and they needed to order a replacement. They were not getting any audible alarms as the audio cable was broken. No patient harm reported. Nihon kohden technical support (tech support) provided them the part number to order: ys-097p5 - cable, display 2.5m, (B)(4). Investigation conclusion: the customer reported that their audio cable is damaged. Customer did not provide information how the cable got damaged. Based on the available information, a definitive root cause could not be identified. However, cable damage may occur due to normal wear and tear or due to human factors. Cables that are often disconnected and reconnected or are positioned in areas where they are in possible with other objects or persons are more susceptible to physical damage. Possible root causes for cable damage are normal wear and tear or inadequate cable management. A definitive root cause could not be identified. The following fields are not applicable (na) to the MDR report: b2. D4 lot number & expiration. D6a - d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H2. H7. H9. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6. B6 - b7. Attempt #1 05/13/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back to complaint details, but they did not provide paitient information or additional device information. Additional device information: d10: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 05/13/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back to complaint details, but they did not provide paitient information or additional device information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the audio cable for the central nurse's station (cns) was broken, and they needed to order a replacement. They were not getting any audible alarms as the audio cable was broken. No patient harm reported. Nihon kohden technical support (tech support) provided them the part number to order: ys-097p5 - cable, display 2.5m, cns-6201a. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the audio cable for the central nurse's station (cns) was broken, and they needed to order a replacement. They were not getting any audible alarms as the audio cable was broken. No patient harm reported.